Event description:
It was reported that the patient was in the emu and requested the vns be turned off. He said that it had been turned down very low in back in (B)(6) 2021. Seen by ent and it was suspected that the stimulation was paralyzing the left side of his larynx as better movement was noted with the stimulation off. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event and h6. Adverse event problem; corrected data; initial MDR inadvertently submitting information that was ultimately not reportable (not a serious injury).

Event description:
The vocal cord paresis only occurred with stimulation, therefore the is indicative of normal voice alteration.